Event description:
It was reported that the foot of the maestro medium fixed duraguard was bent while in the sterile processing department at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the foot of the maestro medium fixed duraguard was bent while in the sterile processing department at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The user facility did not return the device to the manufacturing facility for failure analysis; therefore, no device evaluation was performed. Device not returned.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.